Manufacturer narrative:
(B)(4). PMA/510(k) #: pre-amendment. Investigation - evaluation: a review of the complaint history, device history record, quality control, and visual inspection of the returned device was conducted during the investigation. The device was not returned for analysis. Photos were provided by the customer. The photos show two small dark specks within the packaging of the device. One in the center of the packaging and one along the edge, possibly within or near the seal. The complaint device was not returned; therefore no physical examination could be performed. However, a document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that could contribute to this failure mode. A complaint history search revealed that there were no other reported complaints for this lot number. Based on the information provided and the results of our investigation, a definitive root cause cannot be determined at this time, however appropriate measures have been initiated to address this failure mode. Per the [quality engineering] risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints.

Event description:
It was reported during a quality inspection at a distribution center, one femoral artery pressure monitoring set contained an unidentified particle inside its primary packaging. As reported, the device will not be returned for evaluation and there was no patient contact.